Manufacturer narrative:
Correction d2 change from low voltage lead to defibrillation lead

Event description:
Correction: it was reported through a research article that a durata lead exhibited impedance problem due to insulation damage. An insulation defect was described as a malfunction exhibiting sensing noise artifact or major pectoral muscle stimulation related to the body motion. The lead was explanted and replaced. The patient was not in serious condition due to this issue; and was able to recover after the intervention.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported through a research article that a durata lead exhibited impedance problem due to insulation damage. The lead was explanted and replaced. The patient was not in serious condition due to this issue; and was able to recover after the intervention.